Event description:
It was reported that the user experienced a low blood glucose of 57 mg/dl without symptoms after a nighttime snack and self-treated with oral glucose; review indicated the snack was likely larger than 15 grams and that subsequent insulin delivery in the context of the snack contributed to the low. Symptoms included asymptomatic hypoglycemia. Outcomes included resolution with oral glucose and no further intervention. Investigation included a review of system-reported glucose values and user-reported intake and treatment. Investigation of this case revealed that insulin dosing following a reported snack and ensuing glycemic rise preceded the low glucose event, consistent with expected device behavior given user inputs and physiology. It was concluded, based on previously established findings for similar reports, that the cause was user-related factors involving carbohydrate intake and timing relative to insulin action.